Event description:
It was reported about a hypopigmentation following the soprano ice treatment.

Manufacturer narrative:
The importer reported on a hypopigmentation following the soprano ice treatment.